Manufacturer narrative:
Product complaint # (B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the doctor said the patient was having discomfort following reverse shoulder replacement. He suspected the baseplate to be loose, however is was well fixed. He elected to remove the glenosphere and metaglene and converted the stem to a cta hemi. Product numbers from removed implants unavailable. Original implant date not available. Doi: unknown, dor: (B)(6) 2019, right shoulder.